Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the image processing pc (ippc) could not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed the reported problem that the ippc cannot boot up. Upon checking the logfiles fse found that the ippc is not done and need to be repaired. To resolve the issue fse bypassed the disk tray and reinstalled the software of ippc. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.